Event description:
Boston scientific received information that this right ventricular lead exhibited pacing inhibition and intermittent sensing. Additional information obtained from the field representative indicated that the cause of intermittent sensing was due to possible micro dislodgement. This lead was explanted and was successfully replaced thereafter. No adverse patient effects were reported. The explant date was not provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and damages of the steroid collar. These damages occurred most likely during the explant procedure. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the values measured during the mechanical and electrical analysis of the lead proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.